Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device battery voltage was 2.636 volts on (B)(6) 2016.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.